Manufacturer narrative:
The pod was received with cannula not deployed. Pod download data showed that it completed first priming prematurely, resulting in early completion of second priming without deploying the needle/cannula. Discontinuity was observed in the rotational sensor data, indicating rotational sensor malfunction. Inspection of the drive mechanism found contamination on the commutator cap that contributed to discontinuity in rotational sensor data. Contamination on the commutator cap contributed to rotational sensor malfunction, resulting in early completion of first priming and the needle not deployed during the second priming.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod both the needle and the cannula had not deployed. The pod was not worn.